Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced bent cannula event on (B)(6) 2026, due to which the patient faced hyperglycemia event. The site location is abdomen. The infusion set was in use for one day. The blood glucose was high at the time of the event and was treated with correction dose. No further information available.